Manufacturer narrative:
Updated fdc code at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 07-feb-2020, UDI#: (B)(4); product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 02-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported the patients family member contacted prs data maintenance to inform them that they had received a letter to update the patient's information but the caller stated that the patient had passed away. No additional clinical sequelae were reported.